Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of fluid inside the green overpouch that contains the infusor device which suggests that a leak has occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked into the overpouch. This event occurred before use of the device; the infusor had been filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.